Event description:
It was reported that this right ventricular (rv) lead was suspected to be fracture. Subsequently, this rv lead was capped and remains in-situ. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.